Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current blood glucose level was 350mg/dl. The customer states they treated the highs with bolus, but the levels did not come down. Troubleshoot was conducted. The customer is being sent out tubing clamp in order to conduct high pressure test and complete troubleshoot. The customer was advised to call back when materials are received.